Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that no additional factors of the numbness and stimulation not working properly were identified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient complained of numbness on (B)(6) 2015 and that the stimulation was not working properly. The patient noted some numbness after the last reprogramming. A device diagnosis was not applicable. The patient was reprogrammed. All of the previous groups were delated and a new a group was added. The event resolved without sequelae. The event was possibly related to the device or therapy (specifically due to programming) and was unlikely related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2015.